Event description:
It was reported that efficia cm12 is failing to provide respiratory alarms. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) visited the customer site to evaluate the issue. The fse determined that the device was providing electrocardiogram waveforms and values but was not able to provide the respiratory measurement/waveforms. This could be due to electrode quality, missing skin preparation or electrode placement. The issue was resolved by replacing the electrode pads. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).